Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the dirt on the objective lens and detached adhesive on the bending section cover, the cause was traced to a component failure without any design or manufacturing issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cysto nephro videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that dirt on the objective lens and detached adhesive on the bending section cover were found. There was no patient involvement.